Event description:
Revision surgery required because pt's hip dislocated. Swapped out head and added sleeve.

Event description:
Caller reported blood glucose results of 282 mg/dl and 82 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.